Event description:
It was reported that when the machine was in volume control ventilation, the ventilator fault alarm occurred, and the motor stopped working at the same time. The screen waveform was not displayed. After the user changed the ventilation mode from volume controlled ventilation to pressure controlled ventilation, the machine returned to normal. No injury reported.

Manufacturer narrative:
Evaluation and assessment of this case were based on log file analysis. The entries demonstrate that the device indeed did not stop to ventilate and that the alarms the users observed during the course of event were of type "breathing system failure". The concerned procedure was suffering from the effects of temporary leakages in the patient circuit outside the device - the log entries show that these leakages have resulted in an escape of a certain portion of the breathing gas to ambient in which consequence the airway pressure decreased; certain instances of apnea phases have been detected and alarmed by the device. The leakage compensation capabilities in pressure-controlled ventilation are better which explains why the users have reported that the "device returned to normal after switching to pressure controlled ventilation". Dräger finally concludes that there is no issue with the device which would require repair or correction. There was no stop of ventilation during the concerned procedure - the observed disturbances were caused by leakages that were temporarily present. The device has posted corresponding alarms; all alarms, potential root causes and dedicated remedies are listed in the IFU. Finally, after evaluation of the case, the underlying scenario is not rated reportable anymore.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that when the machine was in volume control ventilation, the ventilator fault alarm occurred, and the motor stopped working at the same time. The screen waveform was not displayed. After the user changed the ventilation mode from volume controlled ventilation to pressure controlled ventilation, the machine returned to normal. No injury reported.